Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old female with acute myocardial infarction and cardiogenic shock, presenting in scai stage e, underwent attempted mechanical circulatory. An intra-aortic balloon pump (iabp) was reportedly placed and subsequently removed prior to impella use. The first impella cp pump was implanted via right femoral percutaneous arterial access and was explanted approximately five minutes later; however, no procedural details, device performance information, or rationale for removal were available. It was later identified through asset reconciliation that this initial pump was aborted prior to placement of a second pump, though no staff present in the catheterization laboratory could provide additional information regarding the event, and no manufacturer representative was present during the procedure. The patient outcome relative to the brief support period remains unknown, and the overall support course was considered aborted. The reason for the aborted first impella cp placement could not be determined, and no conclusion regarding device performance can be established.

Manufacturer narrative:
A representative confirmed that manufacturer report number 1220648-2026-09876 is a duplication. All reportable information will be submitted under (B)(4).